Event description:
Obstetric ultrasound devices that allow health providers to produce an irradiation with a thermal index above 40 degrees c (ti 3-6) could trigger an enzymatic collapse. Denaturation and enzyme depletion can result from overheating caused by deep high frequency ultrasound. Vital body systems and processes in embryo-fetus will be interrupted. Life changing or life threatening consequences can be expected in neonates. For most human enzymes temperatures above 40 degrees c exceed their structural design (melting temperature), 40 degrees c is a death zone for enzymes. Suggestion like alara and estimation like thermal index don't provide a physical mechanism to measure embryo-fetus real time core temperature. This can be easily prevented by avoiding embryo-fetus exposure to temperatures over 40 degrees c and non obstetric ultrasound irradiation device can be allowed to produce temperature increases over 40 degrees c. From mitochondria to guts enzymes denaturation can produce catastrophic effects in neonates. Does effects are accounted separately but they share a common, heat over exposure. "Any company equipment ti 3-6". FDA safety report ID# (B)(4).